Event description:
It was reported that prior to implant the device was found in backup mode in the sterile box. This device was not used.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of backup vvi mode and reset were confirmed. The cause of the backup vvi mode and reset was a firmware issue confined to 1.6 icds detecting parity defects while in ship settings.